Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the nurse tried to flush the sheath's line, she noticed the presence of air. She clamped the line and notified the doctor. The team aspired several milliliters of air through the sheath's valve/tap without interruption. Therefore, the swan ganz was removed and a new attempt was made to aspirate through the sheath's valve/tap. Blood return was obtain and the air was removed from the catheter." There was no clinical consequences for the patient. The patient's current condition is reported as "fine".

Event description:
It was reported "when the nurse tried to flush the sheath's line, she noticed the presence of air. She clamped the line and notified the doctor. The team aspired several milliliters of air through the sheath's valve/tap without interruption. Therefore, the swan ganz was removed and a new attempt was made to aspirate through the sheath's valve/tap. Blood return was obtain and the air was removed from the catheter." There was no clinical consequences for the patient. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one psi sheath and a 7.5 fr swan-ganz catheter for analysis. Signs of use in the form of biomaterial were observed. Visual analysis of the sheath did not reveal any obvious defects or anomalies. The hemostasis valve and psi were leak tested according to three different parameters per amrq-000037 rev.12. 1.) Low pressure leak resistance (hemostasis valve), section 6.1.2, which states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The sheath/catheter was attached to a lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaking was observed. 2.) High pressure leak resistance test, section 6.1.3, which states, "when tested in accordance with iso 11070, annex d, using a test pressure of 300-320 kpa (43.5-46.4 psi) there shall be no leakage sufficient to form a falling drop". With both the distal end of the sheath and the hemostasis valve occluded with a lab inventory obturator, the device was pressurized to 300 kpa for 30 seconds. No leaks were detected from any portion of the sheath, which indicates that the assembly is intact. 3.) Liquid leakage - hemostasis valve with a catheter inserted. The returned 7.5 fr swan-ganz was inserted into the valve of the sheath. The sheath was then pressurized to 42 kpa for 30 seconds. No leaking from the sheath was observed. The returned 7.5 fr swan-ganz was inserted into the valve of the sheath. The sheath was then pressurized to 42 kpa for 30 seconds. No leaking from the sheath was observed. A lab inventory 0.085" pin gauge was inserted into the sheath valve. The sheath body was placed inside a beaker filled with water. A lab inventory syringe was then attached to the sheath side arm. The syringe was aspirated, and no air bubbles were observed. The sheath appears to aspirate as intended. The test was repeated with the returned catheter. The syringe was aspirated, and no air bubbles were observed. The sheath appears to aspirate as intended. The test above was repeated with the pin gauge held at an angle. Upon aspiration, only air was sucked into the syringe. Therefore, the reported event was able to be recreated. The test was repeated with the returned catheter. The syringe was aspirated, and no air bubbles were observed. The sheath appears to aspirate as intended. No problem was found with the returned sheath and catheter; however, the positioning of the swan-ganz during the procedure is unknown. R & d was contacted as part of this complaint. They confirmed that psis of this type are designed to be compatible with all types of catheters; however, the orientation of the inserted catheter can possibly affect the functionality of the internal valve. It is recommended that the catheter be kept in a straight position while inserted in the sheath. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The product lidstock was reviewed as part of this complaint investigation. It states, "for use with 7.5 - 8 fr. Catheters." The IFU provided with the kit informs the user, "indwelling devices should be routinely inspected for desired flow rate, security of dressing, correct position, and for secure luer-lock connection." The IFU also states, "hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve." The report of a leaking valve during aspiration was confirmed through analysis of the returned sample. Functional leak testing of the device in accordance with bs en iso 11070 did not reveal any leaks or anomalies of any kind; however, aspiration testing revealed that air bubbles formed when the inserted component is held at an angle. Consultation from r & d revealed angled catheters can contribute to the customer observing air bubbles during aspiration. The inserted catheter size and the orientation at the time of the reported event are unknown; therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.